Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the x-ray was not getting boot up. No service has been performed by philips since service has not been provided and the case has been cancelled by the customer. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.